Event description:
A leakage in the intraperitoneal catheter approx 1/3 of the way from the injection port was discovered during fluoroscopy dye study. Intraperitoneal chemotherapy cancelled as a result of this leakage. The pt received intravenous chemotherapy instead of intraperitoneal chemotherapy.